Event description:
It was reported to medtronic minimed that the customer reported an open book image error. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. The pump did not show any signs of damage. The customer was using the correct battery cap for the pump. The customer reported a flashing medtronic logo on the screen that was not a single flash. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884l was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump immediately flashed medtronic logo once installing an aa battery. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to flashing medtronic logo. Test p-cap and reservoir locks properly into the reservoir compartment. Unable to download pump history files and traces using thump software due to flashing medtronic logo. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, and label damage. Flashing medtronic logo was confirmed during testing due to moisture damage on the electronic assembly. Unable to verify customer's complaint for critical pump error (open book image) due to flashing medtronic logo. Moisture damage was noted found on the electronic assembly, motor, and force sensor. Unable to download was confirmed during testing due to flashing medtronic logo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.